Event description:
It was reported that during a follow-up for a non-dependent patient, low r-wave amplitude and loss of capture were observed. X-ray showed lead dislodgment. The lead was repositioned successfully. The patient condition was good during and after the event with no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.